Event description:
On (B)(6) 2013, the reporter contacted animas, alleging history/settings issue. It was reported that the pump was not reading insulin in the cartridge and not delivering insulin for several months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2019 with the following findings:. During investigation, the display is dim/pink. A rewind , load , and prime sequence was completed during investigation . Insulin remaining reading on the home screen showed 186 u. The complaint regarding insulin remaining was reported on (B)(6)2013 , according to the pump history the pump was in use for deliveries until (B)(6)2014 .according to the total daily dose (tdd) history the pump was delivering the full basal program of 9.6 u per day. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.